Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Analysis was unable to perform displacement test due to physical damage. The insulin pump was received with cracked keypad overlay at select button. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had physical damage. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump was returned for analysis.